Manufacturer narrative:
The insulin pump received with blank display due to the battery tube connector not plugged in properly to interface board. The insulin pump passed displacement test. The insulin pump monitored for several days and no blank display noted. The insulin pump received with normal operating currents. No damage found on the lcd isolation tape noted. The insulin pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a blank screen and the pump does not power on. Customer's blood glucose was unknown at the time of incident. No further information was provided.